Event description:
Customer reported that when the foot switch was pressed, a popping sound came from the system and the monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and greased the candlestick (high voltage) connectors. Performed arc tests, and power supply tests, system operates as intended.